Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the coating of the insertion section was peeling. Upon further inspection, it was observed that the insertion section had a press mark due to physical stress. It was also observed that the bending cover was leaking due to the section being pierced, scratched, or cut. Also, the channel tube was leaking due to perforation caused by an endotherapy accessory or other handling problem. Lastly, it was observed that the switch was worn due to a handling problem. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the evis lucera bronchovideoscope insertion part showed scratches. The reported issue occurred during a diagnostic tracheoscopy procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation as well information received from the user facility. The evaluation of the device has been completed. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A review of the quality data trending & analysis and monitoring was performed which, produced no new findings that would change the understanding of the event. The root cause of these events could not be determined however, based on the results of the investigation, it is likely that one of the following led to the malfunction: a) it was confirmed in investigation results that the coating at the insertion section peeled off. In the instructions for use (IFU) it provides cautions on physical stress, reprocessing methods, and environment of device storage. Physical stress, chemical stress and or storage environment of the device, were assumed as the cause in similar complaints. During a follow - up with the user facility, it was confirmed that: the device was inspected prior to use however, the details of that inspection are unknown. The procedure was completed with no delays. Olympus will continue to monitor the field performance of this device.